Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that over the past few weeks the patient has found their ins stimulation turned off on several occasions. They did not manually turn it off. After turning the stimulation back on, it resumed functioning normally. Troubleshooting was performed. Confirmed with the patient that the ins was charged when these events occurred. Asked whether they experienced any unusual sensations other than the loss of stimulation and whether the issue occurred during any specific activity, but the patient reported everything otherwise seemed normal. The patient also mentioned having undergone a surgical procedure a few months ago. Referred patient back to the hospital. Patient has been notified that they should call back if their issue is not resolved permanently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.